Event description:
It was reported there was a possible fracture on the superior vena cava (svc) coil of the right ventricular (rv) lead. The svc impedance had slowly and steadily risen over time. The svc portion of the rv lead was turned off, the patient will continue to be monitored and replacement is planned at the time of the next device changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a lead impedance out of range alert and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Implanted: (B)(6) 2005. Product ID: d314drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).